Event description:
A surgeon reported that following an intraocular lens (iol) replacement procedure, this lens was also noted to be rotated. The surgeon repositioned the lens in a secondary surgical procedure. This iol was eventually exchanged for a different model lens. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).